Manufacturer narrative:
Batch review performed on 3 february 2023. Lot 2207266: (B)(4) items manufactured and released on 09-sep-2022. Expiration date: 2027-aug-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
About 10 days after the primary surgery, it was confirmed a posterior fracture of the femur. A second surgery was performed and the femur was fixed with a wire. The surgery was completed successfully. The surgeon thinks the cause may be the load on the femur due to rasping or oversize of the implant; there was no subsidence, so it may have been fractured during the surgery.